Manufacturer narrative:
There was no patient involvement. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in bradenton, florida. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be microbiologically contaminated. There is no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
The laboratory report was not provided by customer as well as the contaminating bacterium. As communicated by customer, complained 3t unit was removed and substituted with a competitor one and no further information regarding heater cooler cleaning procedure and/or contaminant bacterium was provided. No similar events were reported for complained unit since its installation in 2012. The root cause of the reported contamination could not be determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria growth in the hc device by applying multiple measures implemented over the past few years through dedicated capas and a field action has been issued in march 2019.